Manufacturer narrative:
Advance logs show pn 480460-12, ln k10250627-0036, was installed on the system 4x and fired 4 black reloads. On install 1, the first clamp was incomplete, stopping at ~61% completion. The next clamp was successful, and the firing was completed with 2-3 pauses for compression. On install 2, the first clamp was incomplete, stopping at ~47% completion. The next two clamps were successful, and the firing was completed with 2 pauses for compression. On install 3, the first clamp was successful, and the firing was completed with no pauses for compression. On install 4, the first two clamps were incomplete, stopping at ~48% and ~58% completion, respectively. The next clamp was successful, and the firing as completed with 4-5 pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs. The probable root cause cannot be determined based on the information provided. Since the product was not returned, the reported event was unable to be confirmed or replicated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted subtotal colectomy surgical procedure, the sureform 60 stapler instrument jaws did not open. The customer completed the procedure with no further issue reported.